Manufacturer narrative:
On 05/29/2015 attempting to contact consumer to retrieve more information and to get the unit back for evaluation.

Event description:
On (B)(6) 2015 customer claims her toothbrush took the enamel off of her teeth.